Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The device was deployed in the laa , release criteria were met and the device was released. Heparin and protamine were given during the procedure. An effusion was not seen at baseline or at the case completion. Later that afternoon, the patient's blood pressure began to decrease. An echo was ordered and an effusion was noted. A pericardiocentesis was performed and fluid was evacuated. The patient was stable and was discharged.